Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol was inserted into a patient's eye and removed because one of the haptics on the lens was bent. A posterior capsular tear was indicated. Another lens was not implanted back into the eye at that time. Further information was requested, but was indicated as being unknown.